Event description:
The hcp reported that the device system was explanted after an implant duration of 28 months. The pt was experiencing lack of effect. The "physicians were having drug compounded and increased rate. Still no relief. Began to question effects of increased concentration on system" and concern "if drug stable". The pt was receiving compounded baclofen 6000 mcg/ml at a rate of 2000 mcg/day. The device system was replaced and the explanted device was returned to the MFR for analysis. A follow-up report will be sent when add'l info becomes available.